Event description:
Spouse of home pt (hp) reported the pt line of the homechoice set became disconnected from the transfer set during treatment and the device alarmed system error 2240. There was neither pt injury or medical intervention reported.